Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of aseptic peritonitis in an patient coincident with extraneal viaflex therapy. During a call with baxter customer services, the physician stated that on an unreported date in (B)(6) 2011, the patient experienced aseptic peritonitis, manifested by intense abdominal pain and purulent cloudy effluent. On an unreported date in (B)(6) 2011, the patient was admitted to the hospital for the aseptic peritonitis. The cause of the peritonitis was unknown. The physician believed that these results occurred due to the sample drawn on the cloudy bag being badly made or the sample being drawn from another bag. The physician suspected a break in aseptic technique. The physician stated that the peritonitis was assessed as aseptic because no germ was found in the culture. The physician reported that he thought there was a sample error and that the patient experienced bacterial peritonitis, therefore, the patient was treated for bacterial peritonitis related to (B)(6). On an unreported date, the patient began treatment with vancomycin and rocephine and then continued with vancomycin for 15 days. On an unreported date, the patient was discharged from the hospital. Fresenius pd solution was also considered a co-suspect. Causality statement provided that this event was unrelated for extraneal. Not reported for fresenius product.

Manufacturer narrative:
(B)(4). This complaint for peritonitis no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.